Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. Visual examination of the provided pictures identified the hinge extension post of the articular surface is fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01088. D10 medical devices: rotating hinge knee left size e cemented option femoral component catalog#: 00588001501 lot#: ni. Unknown rotating hinge knee tibial tray catalog#: ni lot#: ni. G2 foreign source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately five years post-implantation due to implant fracture. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. D6a implant date: the previously reported implant date was reported in error. The implant date is unknown.

Event description:
It was reported that patient underwent a left knee arthroplasty. Subsequently, patient was revised due to implant fracture. No additional patient consequences were reported.